Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. The motor was tested outside the device and passed. The unit was received with cracked case at the lcd window corners and battery tube threads. The device had scratched display window.

Event description:
The customer reported that the insulin pump alarmed motor error twice in the middle of the night. The blood glucose reading was 406mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.